Event description:
It was reported that an ilet user returned from vacation without having worn the device, encountered a ¿dosing stopped¿ alert upon restart, and with customer care support cleared the alert, reconnected supplies, and paired a g7 sensor, after which the first glucose reading was 268 mg/dl; the user stated this was expected given a recent injection and time off the ilet. Symptoms included hyperglycemia. Outcomes included no adverse health impact, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included remote troubleshooting and user education to resolve the dosing stopped alert and restore normal operation. Investigation of this case revealed that the device was functioning as designed once reinitialized, and that the elevated glucose was consistent with time off automated dosing rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user interruption of therapy and subsequent reinitiation accounted for the event.